Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient underwent removal due to an infection on the right side.

Manufacturer narrative:
The reported event could be confirmed. The right side components of tmj device were removed on (B)(6) 29, 2025, due to a staphylococcus aureus infection. A stryker medical expert concluded that the infection was not caused by the device itself but likely resulted from surgical contamination, with biofilm formation necessitating component removal and replacement (see communication log). Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.